Event description:
Customer claims that two pts contracted a "septic arthritis" due to epidermidis staphylococcus during a ligmentoplasty performed under arthroscopy. Customer blames the drape because it is not adapted, less permeable, and of insufficient reserve (the surgical technique requires regular irrigation during 3 hours). For one pt, intervention for cleaning and synovectomy. For the first and second pt antibiotics therapy for three months.